Manufacturer narrative:
A complete lead was returned in one piece measuring 52.0 cm. Analysis found over torqued of the inner coil consistent with procedural damage. The cause of the reported events was isolated to the damaged inner insulation in the over torqued region. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. During surgery, the newly implanted lead was seen to have low pacing lead impedance once the helix was deployed. It was determined the lead had an outer insulation breach and the lead was exchanged. The procedure was completed without further complication. The patient was stable.